Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify any recent occurrence of the reported device code. After performing unrelated repairs and replacing battery pins as precaution, the device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted physio-control to report that the service indicator is present. Upon inspection, it was found that an event code was logged in the device memory. The code is indicative of disabling of the device's charge function and could result in a failure to deliver therapy. This issue is patient related as the device started beeping and exhibited service led during a surgery; however an alternative device was used and there was no adverse event reported.